Event description:
Reportedly, when the final portion of the lung was amputated, it became evident that the staples were not hemostatic and there was a significant amount of bleeding from the pulmonary artery. This was quickly controlled with proleen sutures. This information was obtained by a medwatch received in q/a in 2000. Rn called in 2000, and mentioned that they do not have the instrument to return for evaluation.